Event description:
It was reported the physician found the spring wire guide kinked during patient use. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one opened sac kit with multiple components, including a guide wire, for analysis. Visual inspection revealed the returned guide wire was kinked midway down the body. Microscopic examination confirmed the kink. Both welds were present and appeared full and spherical. The guide wire kink measured at 151mm from the distal end. The guide wire total length measured 350mm, which is within the specifications of 345-355mm per product drawing. The guide wire outer diameter measured 0.521mm, which is within the specifications of 0.508-0.533mm per product drawing. Functional inspection of the guide wire was performed per the instructions for use provided with the kit, which states, "thread tip of catheter over guidewire." The returned guide wire was threaded through the returned catheter and introducer needle. The undamaged portions of the guide wire were threaded through with no resistance. A manual tug test confirmed the distal and proximal welds were secure on the guide wire. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user , "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked midway down its body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the physician found the spring wire guide kinked during patient use. No patient harm reported. The patient's condition is reported as fine.